Manufacturer narrative:
Physical damage indicated hex returned fractured. No defects or deformation damage derived from the manufacturing process. No conclusion can be drawn to determine the cause of the event.

Event description:
Abutment hex fractured.